Event description:
Pt with continuous renal replacement therapy running, machine rang error #715 blood leak. Attempted to return blood to patient, but alarm persisted. 2/3 blood returned. When machine was opened, there was drops of clear liquid on the cartridge and the machine. Machine and cartridge saved, work order placed for machine. Company called to notify of problem.